Event description:
It was reported that an angio-seal was selected for use. On (B)(6) 2010, the patient came into the hospital with an acute myocardial infarction (ami), and was treated with two drug eluting stents. A pre-deployment femoral angiogram was performed and a 6f angioseal was deployed. Bleeding occurred and manual compression was applied. While the patient was recovering, she complained of pain in the groin at the arteriotomy site. The patient was doing well at the time and the physician elected to observe the patient and therefore, discharged her. The patient continued to have mild leg pain at rest and upon exertion. An ultrasound was performed (B)(6) 2010 which showed monophasic flow at the groin site. An occlusion at the arteriotomy site was diagnosed. An angiogram was performed which showed the occlusion in the common femoral artery. On (B)(6), 2010, the patient had an interventional procedure. Using a contralateral approach, the physician passed a .014 wire down the vessel. A spider rx was deployed and a foxhollow was used to remove collagen from the artery. A post-dilation balloon was completed. The results were good, and the patient was reported to be stable and well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. A radiographic paper print image was received with the complaint. The subtracted view taken in the right anterior oblique (rao) 29 degree view demonstrated a lower extremity angiogram with contrast enhancement. There are no identification markers seen on the image. An arrow and a measuring ruler are seen in the image. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full real lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.